Event description:
It was reported that the mom awakened at 2:00 am, checked on the baby and the ventilator was working correctly. Shortly after she checked the baby, the ventilator gave an electrical disconnect alarm. The mom checked the plug and the ventilator was plugged into the home's outlet. She awakened the baby's father and had him bag the infant. The mother began to check all connections to the ventilator and the circuit when the battery empty alarm came on and the unit turned off. She switched the power source to the marine battery with no response by the ventilator. She then plugged the ventilator into another outlet with no response by the unit. A few minutes later, the machine turned on by itself and then turned off again. Paramedics had been called and they had to bag the baby to the hospital ER. The infant was transferred to another ambulance which has an ltv on board, so the infant was mechanically ventilated to another hospital. The ventilator, at some point, turned on again and ran for 15 hours by itself with an audible alarm. No reported harm to the pt.

Manufacturer narrative:
The device has not been returned to the MFR for investigation.